Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing medical procedure in the internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max). It was noted that the patient's anatomy was tortuous. During the procedure, while advancing a neuron max into the ica, the physician experienced resistance, and subsequently, the neuron max became kinked in the mid-shaft outside of the patient's body; therefore, it was removed. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max had a white mark approximately 42.5 cm from the hub. Conclusion: evaluation of the returned neuron max revealed device with a white mark on the catheter body. The reported complaint mentioned that resistance was experienced while advancing the neuron max into tortuous anatomy. If the device is forcefully advanced while experiencing resistance, the device may start to deform. As the device deforms, the polymer may stretch and subsequently discolor. It is likely that further attempts to forcefully advance or manipulate the neuron max would have resulted in a kink. Functional analysis was performed and a test mandrel was successfully advanced through the neuron max with minimal resistance. No additional resistance was experienced at the marked location. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.